Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a report of patient involvement. Device used for therapeutic purposes.

Event description:
It was reported that an alaris pump lost power on the elevator on the way to cvicu [cardiovascular intensive care unit]. The patient was receiving an epinephrine infusion at 9 mcg/kg/min when the device powered off. The patient was without support for approximated 14 minutes and the device did not alarm for a low battery prior to shutting off. The event occurred on (B)(6) 2019 and the patient died the next day, however the customer did not allege that the device was the cause of, or contributed to, the death of the patient. Per the hospital internal review they stated, ¿typically [the] pump will alarm/alert ¿battery will die with in 30 minutes." When this event occurred the transport staff was in the elevator area when the pumps powered down. The devices were immediately plugged in on the cvicu when the staff arrived on the unit with the patient. Per the staff ,"[the device] did not appear to be old or at end of life- just low battery signal." This event occurred on (B)(6) 2019 and the patient expired on (B)(6) 2019. The cause of death was witnessed cardiac arrest (prior to hospitalization). The pcu involved in this event had a reported battery failure in (B)(6) 2017.

Manufacturer narrative:
The reported issue that the battery died while epinephrine infusing was confirmed. Physical inspection of the device noted the battery was missing two screws when received. This resulted in a loose battery connection, causing intermittent contact continuity when the system was being handled or moved during ambulation activities. In addition the battery was an un-approved third party battery and was found to be over 2 years old. Log analysis shows the battery log was found to not have any recording of lb3 (battery discharged) events on the reported incident date (B)(6) 2019, indicating the issue was not due to a missed lb3 (low battery 3) alarm. The battery log did not contain any evidence that the battery was ever conditioned. Based on the battery label, battery conditioning should have occurred once around (B)(6) 2018 and the battery replaced for having reaching two years of age in (B)(6) 2019. Analysis of the pcu event log was found to have been overwritten from continued use of the system after the reported incident and the beginning date in the log was (B)(6) 2019. Due to the limited size of the pcu event log, only events as of (B)(6) 2019 and beyond were available for review. Review of the pcu error log contained no error events on the incident date (B)(6) 2019. The error log date range was 2/27/2019 to 2/14/2020. The error log associated for this pcu had several events (fault code 4-3-1-1) indicating an intermittent battery connection. During testing, an interruption of the infusion occurred and was able to be replicated by ambulating the device. As a result of the unexpected power loss, the fault code 4-3-1-1 was also replicated during testing.the lack of a 4-3-1-1 fault code at the time of the incident points to a long duration power intermittency. The root cause for the customers reported incident of a power loss during an infusion of the drug epinephrine is being attributed to two of four missing battery screws, which resulted in the presence of intermittent battery contact continuity when the system was being handled or moved during ambulation activities.

Event description:
It was reported that an alaris pump lost power on the elevator on the way to cvicu [cardiovascular intensive care unit]. The patient was receiving an epinephrine infusion at 9 mcg/kg/min when the device powered off. The patient was without support for approximated 14 minutes and the device did not alarm for a low battery prior to shutting off. The event occurred on (B)(6) 2019 and the patient died later that day, however the customer did not allege that the device was the cause of, or contributed to, the death of the patient. Per the hospital internal review they stated, ¿typically [the] pump will alarm/alert ¿battery will die with in 30 minutes." When this event occurred the transport staff was in the elevator area when the pumps powered down. The devices were immediately plugged in on the cvicu when the staff arrived on the unit with the patient. Per the staff ,"[the device] did not appear to be old or at end of life- just low battery signal." This event occurred on (B)(6) 2019 and the patient expired on (B)(6) 2019. The cause of death was witnessed cardiac arrest (prior to hospitalization). The pcu involved in this event had a reported battery failure in (B)(6) 2017.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an alaris pump lost power on the elevator on the way to cvicu [cardiovascular intensive care unit]. The patient was receiving an epinephrine infusion at 9 mcg/kg/min when the device powered off. The patient was without support for approximated 14 minutes and the device did not alarm for a low battery prior to shutting off. The event occurred on (B)(6) 2019 and the patient died later that day, however the customer did not allege that the device was the cause of, or contributed to, the death of the patient. Per the hospital internal review they stated, ¿typically [the] pump will alarm/alert ¿battery will die with in 30 minutes." When this event occurred the transport staff was in the elevator area when the pumps powered down. The devices were immediately plugged in on the cvicu when the staff arrived on the unit with the patient. Per the staff ,"[the device] did not appear to be old or at end of life- just low battery signal." This event occurred on (B)(6) 2019 and the patient expired on (B)(6) 2019. The cause of death was witnessed cardiac arrest (prior to hospitalization). The pcu involved in this event had a reported battery failure in (B)(6) 2017.